Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on all lead contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy restored post operatively.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.